Event description:
A 3.0mm diameter x 30mm length ave gfx stent was inserted into a calcified target lesion in the circumflex coronary artery after pre-dilatation with a 3.0mm diameter percutaneous transluminal coronary angioplasty balloon. It was not possible to cross the target lesion, and the stent became "accordioned" on the delivery balloon during attempts to advance it through the lesion. The user facility reported that the stent may have been "possibly caught on calcium" resulting in malformation of the stent. The stent and delivery system were then pulled back from the coronary artery, and the stent dislodged from the stent delivery sys at the femoral sheath. It is not known if the physician followed the instructions for removal of an undeployed stent. The stent was successfully snared from the pt and discarded. The target lesion was treated with percutaneous transluminal coronary angioplasty only, and there was no additional clinical sequelae reported relative to the event.